Event description:
Pt was on the labor and delivery service. Pt was on a heparin infusion for approximately 4 months with rate changes as needed. Nurse changed the rate using their cell phone via the voicelink. Flow rate was to be 0.9ml/hr. The pump was programmed for 9ml/hr. Pt required hospitalization, but pt and baby are ok and back on service. Nurse was certain that they programmed the pump for 0.9ml/hr. Pt does not recall whether they verified the rate on their end or not. Nurse that made the rate change is not from facility so info is vague.